Event description:
The customer contacted the customer care solution center and alleged that during an electrocardiography monitor, the blood oxygen saturation was obviously low, but the monitoring results of the monitor were inconsistent on the complaint device and requested support. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The issue was resolved by customer replacing the oxygen probe on the complaint device, which returned the device back to full functionality. The device remains on site and in use at this customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that during an electrocardiography monitor, the blood oxygen saturation was obviously low, but the monitoring results of the monitor were inconsistent on the complaint device and requested support. It is unknown if the complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported as no patient was said to be involved.